Manufacturer narrative:
Complaint conclusion: it was reported that immediately following a mynxgrip vascular closure device (vcd) deployment, a small hematoma formed. A pressure dressing was applied and manual pressure was held for 15 minutes. Multiple sheath exchanges were required; however, a sheath greater than 7f was not used. The puncture site was not located high nor low. The device was deployed ¿perfectly¿ with no oozing blood outside the arteriotomy. The patient was noted to be ¿completely fine.¿ the patient was discharged the same day as originally scheduled. The vcd used in the procedure was thrown away by the user, therefore will not be returned. Review of lot f1726403 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the reported information and without the return of the actual device, the event reported as hematoma could not be confirmed and the root cause could not be determined. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). A review of the manufacturing lot f1726403 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that immediately following a mynxgrip vascular closure device (vcd) deployment, a small hematoma formed. A pressure dressing was applied and manual pressure was held for 15 minutes. Multiple sheath exchanges were required; however, a sheath greater than 7f was not used. The puncture site was not located high nor low. The device was deployed ¿perfectly¿ with no oozing blood outside the arteriotomy. The patient was noted to be ¿completely fine¿. The patient was discharged the same day as originally scheduled.